Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer of peritonitis and break in aseptic technique coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2013, the patient's daughter contacted baxter customer services and reported the following information. On an unknown date the patient experienced a break in aseptic technique described as made a mistake and touch contamination. On an unknown date, the patient experienced peritonitis. Cause of peritonitis was the break in aseptic technique. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2013, the patient was discharged from the hospital. Pd therapy was ongoing. The patient was recovering from the event. Baxter customer services attempted to follow-up with the peritoneal dialysis nurse regarding the event, but the nurse declined to provide further information. On (B)(6) 2013, product surveillance contacted the patient's home and spoke with the patient's granddaughter. The following information was obtained. The granddaughter stated the patient used to perform her own exchanges, but the patient's daughter was trained by the pd clinic to assist the patient in performing pd therapy following the peritonitis event. She stated both the patient and the patient's daughter were retrained on proper aseptic technique by the peritoneal dialysis nurse.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique described as made a mistake and touch contamination. However, the assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.